Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced hyperglycemia. The customer's current blood glucose value was 425 mg/dl. Customer treated for high blood glucose using manual injection. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. Customer does not alleged pump was under delivering. Customer reported displacement test passed. Customer reported insulin flow block alarm. The devices will not be returned for analysis.